Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during the insertion of a 3-way catheter, frank blood was noted to return in the catheter drainage tubing. The patient also reported pain during catheter insertion. No medical intervention reported. Clinical statement: the intended use for a 3-way catheter is used for drainage after bladder or upper urinary tract surgeries to add continuous irrigation capabilities. Continuous irrigation catheters help to remove tissue chips, blood clots and other debris form the bladder after surgery. Per additional information received on 07/27/2018 from ibc, the patient experienced frank blood (hematuria) and false lumen. The bleeding subsided when the catheter was replaced by the use of guide wire and ultrasound. The catheter was used because the patient became quite acute with bilateral paresthesias (decreased muscle strength and weakness).

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the specialty foley product ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that during the insertion of a 3-way catheter, (B)(6) blood was noted to return in the catheter drainage tubing. The patient also reported pain during catheter insertion. No medical intervention reported. Clinical statement: the intended use for a 3-way catheter is used for drainage after bladder or upper urinary tract surgeries to add continuous irrigation capabilities. Continuous irrigation catheters help to remove tissue chips, blood clots and other debris form the bladder after surgery. (B)(6) rn. Per additional information received on 07/27/2018 from ibc, the patient experienced (B)(6) blood (hematuria) and false lumen. The bleeding subsided when the catheter was replaced by the use of guide wire and ultrasound. The catheter was used because the patient became quite acute with bilateral paresthesias (decreased muscle strength and weakness). Per additional information received on 08/27/2018 from the complainant, the patient did not have a recent procedure that required the use of a 3-way catheter. The insertion of the first catheter allegedly contributed to the bleeding, and the catheter was replaced due to the hematuria. It was unsure if the false lumen created occurred during the insertion of the first catheter, and it was the urologist decision to use the guidewire and ultrasound to replace the catheter.